Event description:
Capio suture device did not align properly # m0068317050, lot# oml9050701, and exp date 2010-05. A second device failed. The catch device would not retrieve the suture, capio # 831-125, lot # 12276218, exp date 2011-12. A third device was used without further occurrence.

Event description:
Capio suture device did not align properly # m0068317050, lot# oml9050701, and exp date 2010-05. A second device failed. The catch device would not retrieve the suture, capio # 831-125, lot # 12276218, exp date 2011-12. A third device was used without further occurrence.